Manufacturer narrative:
On (B)(6) 2021 mentors clinician perform another review on the coding of the initial report and decided to remove pc cutaneous contour deformity and add pc capsular contracture. Manufacturer¿s reference number: (B)(4), pc capsular contracture added.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction with a mentor ssiltex contour profile high 350cc saline prosthesis experienced bilateral rippling post procedure. The patient stated that the form has change and don't look the same and they feel tightening and had an MRI examination and there were findings of rippling. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.